Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Approximately 2024 a patient in canada underwent an underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In the first week of (B)(6) 2026, the patient's tubing was replaced due to another infection and advised by a neuro team. During the replacement the inside bumper had adhered to the stomach and replacement was necessary. No further information was available.